Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016,the reporter contacted animas and alleged the patient was displaying symptoms of slurred speech and confusion, but was unaware of how high the blood glucose (bg) was. During troubleshooting, customer support (cs) found that the patient was using only the cgm trends to make adjustments to bg , instead of using bg fingersticks as directed by the pump. The patient required unspecified emergency treatment. Cs directed patient back to hcp for direction on how to treat high bg as patient was using the cgm trend screen for treatment decisions instead of bg fingersticks as directed by pump. There was no indication of device malfunction. This complaint is being reported as the patient experienced hyperglycemia related to use error.